Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was treated for a giant aneurysm at the basilar artery by y-stenting technique. Approximately 1 month post-procedure, the stent (subject device) was partially occluded due to a thrombosis. The patient was treated twice with intra-arterial tissue plasminogen activator (tpa). The patient suffered a cerebellar stroke and deceased. According to the facility, the stroke and death were possibly related to the subject device.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, stroke, death, and stent thrombosis are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that a patient was treated for a giant aneurysm at the basilar artery by y-stenting technique. Approximately 1 month post-procedure, the stent (subject device) was partially occluded due to a thrombosis. The patient was treated twice with intra-arterial tissue plasminogen activator (tpa). The patient suffered a cerebellar stroke and deceased. According to the facility, the stroke and death were possibly related to the subject device.